Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to a bent tube drive on the carriage assy. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/22/2005 to the present date 10/15/2020 and noted that this device has been returned for service five times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
Failed preventive maintenance- 08/14/2020 10:52:57 rfc_repairs (rfc_repairs) po for $(B)(4). Problem: unit failed spring calibration test. No patient involvement.

Manufacturer narrative:
Correction: b5.

Event description:
Customer reported a failed preventive maintenance. Unit failed spring calibration test. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported a failed preventive maintenance. Unit failed spring calibration test. No patient involvement.